Event description:
On (B)(6) 2012, the reporter contacted animas to ask if the basal rate can be changed to below 0.025 units and customer technical support advised them that the pump does not go any lower than 0.025 units. The reporter stated that on (B)(6) 2012 the patient's bg was 140mg/dl with vomiting and positive ketones. It was reported that the patient woke up on (B)(6) 2012 with a bg of 24mg/dl without signs or symptoms of hypoglycemia but with continued symptoms of a stomach flu (nausea, vomiting). The patient was treated with glucagon and juice at home, the blood glucose (bg) came up to 60mg/dl. The reporter did not indicate that the pump had been removed or that a temporary zero basal rate had been programmed. The patient was reported to have been taken to the emergency room and diagnosed with dehydration and a stomach flu. The reporter stated they were not sure if the symptoms were from the flu or low bg or the combination of both. The patient was said to have been treated with IV fluids and released to home. The reporter refused to troubleshoot the pump as they believed the illness contributed to the blood glucose levels excursion and not the pump. However, this report is being made due to the patient's alleged blood glucose level excursions and the possibility that insulin delivery was not adjusted appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box contained dates from (B)(6) 2016. The black box and histories for the event on (B)(6) 2012 have been overwritten. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.